Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the 2nd and 3rd green stapler were placed in the antruma and the stapler was squeezed. The staples that came out were flat at the last 1cm cutting and did not form a "b" shape by bending. After the process, underwater air test was placed in the area and the leakage was seen. The stomach stapler line remained in vivo, therefore the stapler line was sutured completely for the safety of the patient and to complete the case.